Event description:
A customer reported receiving imprecise sequential readings on their blood glucose meter. Results of 470 mg/dl, 357 mg/dl and 107 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer returned meter (B) (4). The precision readings complaint was not confirmed. The reported readings were found in the meter memory log and they were completed within ten mins. Adc customer service could not complete the precision reading troubleshooting survey as the customer could not be reached.